Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, lid missing, was confirmed. The service technician found that the housing hinge and cover were broken off. An aseptic housing bottom hinge damaged failure mode was identified. The device was placed in parts retention.

Event description:
It was reported that the lid of the small aseptic housing is missing during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the lid of the small aseptic housing is missing during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.